Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that a patient had unintentional stimulation while undergoing an MRI with a spinal cord stimulator implant. It was stated that it was a very brief and minor sensation and the hcp felt that it in no way negatively impacted the patient. If additional information is received a follow-up report will be sent.